Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unit passed displacement test. Unit passed self test. Pump was returned for pump error 53. Format history file analysis confirmed pump error 53 due to software error. Unit received with cracked retainer, scratched case and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 443 mg/dl. The customer reported a software error detected. The customer had no symptoms. The customer treated the high blood glucose level with the insulin pump. The current blood glucose level was unknown. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.